Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) there was a faulty power cord. There was no patient involvement .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the power cord due to small scratch (skin) damage. The electrical safety test passed. The iabp was returned to the customer in working condition. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part reel, ac power cord, as/nzs 3112 "type I with a reported unit failure of a faulty power cord. The failure analysis and testing dept. Performed a visual inspection and found the power cord had a cut in the outer sheath exposing the wires inside the power cord. The fat observed that surgical tape was wrapped around the cut area. The fat removed the tape to examine the cut. The fat verified that the power cord was faulty. Retaining the reel ac power cord in the fat per procedure.